Manufacturer narrative:
B3: month and day of event are unknown h3: one device was received. Device was visually inspected and the customer reported issue was able to be verified. Additionally, the downstream occlusion (dso) seal was found to be delaminating and the upstream occlusion (uso) seal was buckling. Both seals were replaced. Device passed all testing after repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had corrosion on the battery springs. No patient involvement was reported.